Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. E8 (power interrupt) were found in the history. The up button is always active. Due to an external mechanical influence the snap dome of this button is pressed through. This source led to an always activated up button and unclearable e8 error messages. The problem mentioned by the customer is related to mishandling of the product by the customer.

Event description:
Pt reported the infusion device displayed an e8 power interrupt error after the battery was changed, and the error message could not be cleared by pressing the check button. The infusion device was requested for eval. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in a supplemental report.